Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the t:slim x2 user guide: incomplete bolus alert: you started a bolus request but did not complete the request within 90 seconds. The bolus screen will appear. Continue with your bolus request, or tap back if you do not want to continue your bolus request. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer's blood glucose (bg) level was over 500 mg/dl. The customer did not know the cause of the high bg and was not sure if the incomplete bolus contributed to the high bg. The customer reported to have navigated to the bolus screen on the pump, but had not delivered the intended bolus. Tandem technical support informed the customer that as the bolus had not delivered and the bolus screen had not been closed out, the incomplete bolus alert sounded. The customer acknowledged the information. The customer reverted to using insulin injections to manage diabetes.